Manufacturer narrative:
There is a temporal relationship between the event of peritonitis, nausea, vomiting and constipation with subsequent hospitalization and ccpd therapy on the liberty cycler. There is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, there is no report of a malfunction or alleged deficiency against the liberty cycler for this event. Per the medical records, the peritonitis event was caused by an infected pd catheter (not a fresenius product) and the patient¿s constipation is a chronic condition. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient was in the hospital for an infection. Additional information was solicited and obtained. The patient presented to the emergency room (ER) on (B)(6) 2018 with worsening abdominal pain. The patient had been experiencing lower abdominal pain for the last couple of days. The patient also has a history of chronic constipation. The patient denies fever, chills, or any significant pain from the catheter site. A computed tomography (CT) scan of the abdomen and pelvis was completed in the ER. CT impression was fecal stasis, suggestion of cholelithiasis, and moderate to severe abdominal and pelvic arterial calcifications. The patient was also administered a kayexalate enema due to the nausea and vomiting. It was also found that the patient had hyperkalemia (5.5 unknown units). The patient was admitted for peritonitis, fecal stasis, and nausea and vomiting. A pd effluent culture was analyzed and showed significantly elevated white blood cell (wbc) count (unknown value). The patient was prescribed/treated with vancomycin and gentamicin (route, dose, strength, frequency and duration unknown). The patient¿s abdominal pain improved and pd effluent cultures returned positive for (B)(6). Cause of peritonitis is listed in the medical records as an infected pd catheter (not a fresenius product). The patient continued to have weakness, nausea and constipation as well as a poor appetite. Repeat cell count and cultures were to be drawn, but there is no documentation of results in the medical records. Treatment for hyperkalemia is not documented, but is stated as being resolved upon discharge. It is unknown if the patient continued pd therapy during the hospitalization or if any fresenius products were utilized. On (B)(6) 2018 the patient was discharged after improvement of symptoms and increased ambulation with physical therapy.